Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with sensor. The customer reported after he removed the sensor, he saw that the electrode was missing. The customer was advised that the sensor probably retracted with needle. The customer's blood glucose was 9.2 mmol/l at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.